Event description:
Reporting status: serious injury/medical intervention/ permanent damage. Reporting rationale: thrombosis/acute m.I. Requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 2.75 x 23 mm promus stent was implanted in 2008, in the right posterior descending artery (rpda). The patient returned with an acute myocardial infarction (mi), and stent thrombosis was diagnosed. The pda was totally occluded at the previously placed promus stent. The thrombosis was treated with percutaneous coronary intervention (pci); a bmw guide wire was used with a 2.5 x 15 mm balloon and a 3.0 x 8 mm balloon was inflated three times. There was no dissection or thrombosis seen. The patient condition is fine. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - mi and sat are known outcomes of coronary stenting procedures, and are listed as potential adverse events in the promus instructions for use and risk assessment. Therapy/ non-surgical treatment and hospitalization are listed in the no-fault risk assessment as a no-fault post-procedure complication. As there was no reported device malfunction, there does not appear to be any indications of a stent delivery system quality problem. However, a conclusive root cause for the reported patient issues, and the relationship to the device, if any, cannot be determined.